Event description:
Normal saline 0.9% solution was hung pre-procedure in the medical same day unit. It was hung at a keep vein open (kvo) rate. When the patient arrived in the cardiac catheter lab, it was noted the bag of saline had green lettering on it. It was further noted that 0.9% sodium chloride irrigation solution was in the bag. The bag was marked not for injection. The solution was stopped, the tubing discarded and the properly fluid (ivf) was hung. IV tubing fits well into the bag of irrigation solution. There was no harm to the patient.